Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. It should be noted that per instructions for use, intended use section: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the off-label use does not appear to have caused or contributed to the reported event. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection, as listed in the hi-torque guide wires, ce/FDA, is a known possible complication associated with use of this device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office: first and last name were updated from (B)(6) to (B)(6).

Event description:
It was reported that the procedure was performed to implant a cardiomems sensor system in the distal pulmonary artery. Following the cardiomems deployment, the patient began coughing blood with increasing severity while still on cath lab table. It was suspected that hemoptysis had occurred due to the distal guidewire positioning of the .018 steelcore guide wire during cardiomems implant. Per the physician, a dissection had occurred. The patient was intubated in the cath lab recovery and after several hours the hemoptysis had improved. However, due to the patient having a non-abbott left ventricular assist device, the patient was transferred to advocate christ hospital for further observation. Due to the previously implanted ventricular assist device, medication was not discontinued prior to cardiomems procedure. Additional medication was provided. The bleeding was resolved although the method was unspecified. The patient was kept on ventilator support. There was no adverse patient sequela reported. No additional information was provided. Additional information received (B)(6) 2019: bleeding resolved on its own.

Manufacturer narrative:
Device code 1494 - indication for use. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H3 other text : device was discarded.

Event description:
It was reported that the procedure was performed to implant a cardiomems sensor system in the distal pulmonary artery. Following the cardiomems deployment, the patient began coughing blood with increasing severity while still on cath lab table. It was suspected that hemoptysis had occurred due to the distal guide wire positioning of the .018 steelcore guide wire during cardiomems implant. Per the physician, a dissection had occurred. The patient was intubated in the cath lab recovery and after several hours the hemoptysis had improved. However, due to the patient having a non-abbott left ventricular assist device, the patient was transferred to advocate christ hospital for further observation. Due to the previously implanted ventricular assist device, medication was not discontinued prior to cardiomems procedure. Additional medication was provided. The bleeding was resolved although the method was unspecified. The patient was kept on ventilator support. There was no adverse patient sequela reported. No additional information was provided.